Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted and there was blood noted in the helix mechanism. The full lead was returned for evaluation.

Event description:
It was reported the 6947 lead was damaged during introduction through a 9 fr safe sheath. The svc coil had unraveled. No patient complications have been reported as a result of this event. Fidelis fracture on pace/sense portion of the lead was suspected. Impedance was > 3000 ohms. Complete loss of capture and high threshold were also reported. The lead was replaced.